Event description:
A paramedic team had started CPR on an elderly male pt with chronic respiratory problems in acute respiratory distress. They were using a bag and mask with 100% 02 for ventilation. Initial attempts were made to intubate the pt using an endotracheal tube but he had a difficult airway and they were not successful. A decision was made to use a 41 french combitube, which broke in half when it was removed from its package. The paramedics continued to ventilate the pt using a bag and mask with an oral airway in place. The pt was transported to the hospital and later died. The rptr who was part of the responding paramedic team, further stated that they were able to ventilate the pt adequately, and the pt's death was not related to the combitube.

Manufacturer narrative:
Mfg controls have been put in place to check for breakage and 100% inspection before the product is release. The tube was never used on a pt and it was clear to the user that it broke when taken out of the package.